Manufacturer narrative:
Age at time of event: between (B)(6). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during an unspecified angioplasty treatment procedure, a balloon rupture and tear occurred. The target lesion was located in a vein fistula. This 10.0 x 40, 75cm mustang balloon catheter was inflated to 24atms when the balloon ruptured and circumferentially tore in the middle of the balloon. The device became hung up on the introducer sheath during removal. The sheath was exchanged for a 9f sheath and the device was removed from the patient intact. It was noted the balloon material was inverted over the distal tip during removal, but did not separate. The procedure was completed with another manufacturers' 10x40 balloon catheter. No patient complications were reported and the patient's status is ok.